Manufacturer narrative:
H3: one device was received for analysis. Service history review found there was no indication that the complaint was related to a service of the device within the 12-month period. The customer reported issue confirmed through power-up test, under versions screen, and event history log (ehl) review. The root cause of the issue was unknown; however, the printed wiring assembly (pwa) board was replaced. The downstream occlusion seal was replaced as a preventative measure. A dso/uso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for error code 41301, during device analysis, the error code was confirmed in the event history log (ehl). There was no patient involvement.